Event description:
Pt was cardioverted for atrial fibrillation after a tee. The pt sustained a burn on the anterior chest wall. Slivadene was applied. Kimberly clark-r2 multifunction electrodes were used on a zoll model m series defibrillator.